Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that a scratch was found on the intraocular lens (iol) after implantation. The surgeon was removed the lens during the initial procedure. The surgeon left the patient aphakic.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that, the iol was implanted during secondary surgery.